Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic cramping") and uterine haemorrhage ("abnormal uterine/vaginal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included diabetes mellitus. Previously administered products included for an unreported indication: metformin and antidepressants. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced migraine ("migraines"). In (B)(6) 2009, the patient experienced depression ("depression"), arthralgia ("joint pain"), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), headache ("headaches"), pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") with rash erythematous and pruritus and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (on (B)(6) 2014 - total hysterectomy bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, depression, arthralgia, migraine, abdominal pain and back pain was resolving, the uterine haemorrhage and vaginal haemorrhage had resolved, the headache, pain, menorrhagia, dysmenorrhoea, allergy to metals and abdominal pain lower outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: have suffered from severe and persistent pain as a result of the essure implantation. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received : new events, "uterine haemorrhage, abdominal pain lower " were added. Historical condition and drugs were added. Patient's demographics were updated. Reporter information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced migraine ("migraines"). In (B)(6) 2009, the patient experienced depression ("depression"), arthralgia ("joint pain"), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced headache ("headaches"), pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy") with rash erythematous and pruritus. The patient was treated with surgery (on (B)(6) 2014 - total hysterectomy bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, abdominal pain and back pain was resolving, the depression, migraine and dyspareunia had not resolved, the headache, pain, menorrhagia, dysmenorrhoea and allergy to metals outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: have suffered from severe and persistent pain as a result of the essure implantation. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter and patient demographics were added. Updated suspect drug indication, start date and stop date. Events persistent pelvic cramping, vaginal bleeding, menorrhagia, rash bilateral things and legs, red, itchy skin, dysmenorrhea, dyspareunia, migraines, headaches, depression, abdominal pain, back pain, joint pain and she did not underwent essure confirmation test were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a loosely coiled small spring is present in the upper myometrium"), pelvic pain ("persistent pelvic cramping / severe and persistant pelvic camping") and uterine haemorrhage ("abnormal uterine/vaginal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation". The patient's medical history included type 2 diabetes mellitus, appendicitis and cervicitis cystic. Previously administered products included for an unreported indication: metformin and antidepressants. Concurrent conditions included biliary dyskinesia, cholecystectomy, uterine fibroids, polycystic ovary, appendectomy, adenomyosis, vomiting, bloating, breast tenderness, fatigue, helicobacter pylori infection, painful respiration, shoulder pain and rash trunk. Family history included ovarian cancer (mother, maternal grand mother.), varicose veins (mother, paternal grand mother, maternal grand mother.), breast cancer (paternal grand mother.), diabetes (maternal grand mother.) And renal disease (maternal grand mother.). Concomitant products included estradiol (estrace) in 2014, estrogens conjugated (premarin) and metformin since 2010. In april 2009, the patient had essure inserted. In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In june 2009, the patient experienced migraine ("migraines"). In july 2009, the patient experienced depression ("depression"), arthralgia ("joint pain"), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain / severe persistent back pain"). In october 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2010, the patient experienced headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pain ("physical pain"), allergy to metals ("nickel allergy") with rash erythematous and pruritus and abdominal pain lower ("lower abdomen pain / right lower quadrant pain"). The patient was treated with surgery (on mar2014 - total hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, headache, pain, menorrhagia, dysmenorrhoea, allergy to metals and abdominal pain lower outcome was unknown, the pelvic pain, depression, arthralgia, migraine, abdominal pain and back pain was resolving, the uterine haemorrhage and vaginal haemorrhage had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pain, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: have suffered from severe and persistent pain as a result of the essure implantation. Discrepancy to be noted in essure insertion date as on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: bilateral tubal occlusion.. Ultrasound pelvis on an unknown date: normal.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain lower. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, medical device monitoring error. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr were added. Events: embedded device and medical device monitoring error were added. Severity of event were added. Reporters were added. Patients race information was added. Reporter causality comments were added. Medical and family history were added. Concomitant drugs were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.